Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot w633649rba. No issues with analyte recovery were observed. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported that a discordant troponini (tni) result was obtained with a patient sample on the triage system. Patient presented to the ER with chest pain. Patient sample tested on triage yielded <0.05 for tni and the lab resulted a few minutes later with 0.11ng/ml. Lab result was on the beckman analyzer, cut-off 0.04ng/ml. Triage cut-off is 0.05ng/ml. Patient's EKG was abnormal, with lateral st/t wave, indicating ischemia. Customers lab med director reviewed the chart for the patient, stated the event was complicated because the patient was in an accident and the troponin elevation could be heart contusion. No further information provided.